Manufacturer narrative:
B5. Amended. D6b. Explant date was inadvertently omitted on the initial manufacturer device. H6. Health effect - impact code f12 was inadvertently omitted on the initial manufacturer device.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 80-year-old male patient with a past medical history of coronary artery disease (cad), cerebrovascular accident (cva), hypertension, prostate cancer, dialysis, chronic obstructive pulmonary disease (copd)/emphysema, and deaf. The patient was presenting in scai stage b shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the impella was inserted with resistance, so shockwave treatment was performed to improve the passage of the device. During the pci, the patient developed frothy sputum and coffee ground emesis. The patient was intubated for respiratory support. Heparin and integrillin were stopped, and protamine 50mg (anti-coagulation reversal) was given. The patient received 2 units of packed red blood cells (prbcs). The activated clotting time (act) was 262. The impella was left in place and the automated impella controller (aic) had an impella in aorta alarm. The impella was advanced, and when in the left ventricle (lv), the placement signal (ps) was lost, and a controller failure alarm displayed on the aic. The ps signal reappeared, but the alarm was off. The decision was made to swap aic consoles. The following day, the impella was successfully weaned. The post-procedure outcome is survived at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support. High-risk interventions require intense blood thinners, increasing the risk of active bleeding. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 80-year-old male with a history of a cerebro-vascular accident, end-stage renal disease, a prostate cancer, lung emphysema, deafness, gallstones, gastro-intestinal bleeding and heart failure with reduced ejection fraction following a myocardial infarction was turned down for coronary surgery and thus planned for a percutaneous coronary intervention supported with an impella cp. During device insertion, some resistance was met when inserting the sheath, requiring shockwave treatment to improve the iliac artery and bifurcation passage. During the procedure, coffee ground emesis was noted and the patient emergently intubated to protect his airway. A blood transfusion and protamin were administered to reverse anticoagulation. During repositioning of the pump, the aortic placement curve was lost and the controller displayed a "controller failure" alarm. While the alarm disappeared spontaneously, the console was exchanged preventively. On the next day, the patient was successfully weaned and the impella cp removed. The sheath will be conservatively coded for the difficulty in advancing through the iliac artery while this was caused by anatomical conditions. The bleeding will also be conservatively coded to the pump while the patient already had a history of gastrointestinal bleeding, it might have been aggravated by the required anticoagulation.

Manufacturer narrative:
Corrected data. D1 and d4 updated/corrected. Investigation summary: ppae(major bleed): the root cause of the injury was not determined due to insufficient clinical details.